Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4524 lead; implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a polarity switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.